Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a 'retrospective data collection report' from (B)(6). The title of this study is ¿a retrospective data collection of the treatment of humeral fractures with the t2 proximal humeral nailing system (phn)¿ and is associated with the t2 proximal humeral nailing system (phn). Within that publication, post-operative complications/ adverse events were reported, which occurred between 2012 to 2017. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 30 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses necrosis of humerus head; 2 out of 4 cases. The report states, "a (B)(6) caucasian female (#56) showed two adverse events. She presented with functional deficit due to necrosis of the head and a prominent proximal screw more than two years after surgery. Three proximal screws were removed. The fracture was reported to be consolidated." This pi refers to "functional deficit due to necrosis of the head."